Manufacturer narrative:
Dsd scope disinfector functioned as intended. No machine malfunctions were reported. This event due to incorrect machine cycle programming by user. No pt injuries were reported as a result of this incident. Should any injuries arise, a follow up report will be submitted at that time. Facility resolved issue via customer service technical support by changing program settings to meet recommended manufacture processing requirements of product (cidex opa).

Event description:
Facility reports incorrect program settings on dsd endoscope disinfector. No third rinse or alcohol during disinfection cycle presents the potential for residual disinfectant to be left in the scope. Inadequate scope reprocessing (rinse) can lead to pt injury. No injuries have been reported at this time.